Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta q-syte wht component was damaged/ cracked it was reported that there was a damage (breakage) to the q-syte three-way stopcock connection during operation of the q-syte connection.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos and 1 sample submitted for evaluation. The reported issue of component damage was confirmed upon inspection of the samples. Analysis of the sample showed that the housing component is broken. Bd determined that the most likely cause of the failure was excessive force when connecting the component. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were not reviewed, as a batch number was not provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.